Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-74097 for the insulin pump.

Event description:
Customer reported her blood glucose was increasing and not decreasing. Customer stated she was wearing the sensor and readings were high, customer checked blood glucose and was high, bolused and issue persisted. Customer went to the emergency room. Blood glucose was around 580 mg/dl but does not recall the exact reading. Customer was unsure why blood glucose was high. Customer also stated that she decided to stop wearing the sensor because the sensor would alarm and read low during the night and her blood glucose would not be low. Customer declined troubleshooting at this time. No further information reported.